Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record determined a sample mesh test was not performed during evaluation. The device was out of calibration. The device was properly recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00723-1.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number: (B)(6). Country: estonia. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00723.

Event description:
It was reported that outside of surgery, the mesher only perforates 1/3 of the sheet. As the roller continues to turn, it does not perforate the rest of the sheet. There was no patient involvement. Due diligence is complete and there is no additional information available. There is no adverse event associated with this malfunction.